Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the inadequate capture and high pacing impedance event was sensed by the device.

Event description:
It was reported that during a remote follow up, inadequate capture and high pacing impedance were noted on the left ventricular (lv) lead. During an in clinic follow up at another facility, normal pacing impedance was noted on the lv lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.